Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shutting on and off. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump was not delivering insulin correctly. Customer was off the insulin pump for a year. Customer did not needed a follow up call and did not require assistance with troubleshooting. The device will not be returned for analysis.